Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the femoral artery. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous superficial femoral artery. While sizing-up after pre-dilation, the 4 x 120 x 150 sterling sl mr balloon ruptured at 14atms upon the 3rd inflation after being inflated for approximately 30 seconds (1st inflation: 14atms for approximately 30 seconds; 2nd inflation: 14atms for approximately 30 seconds). There was no significant resistance during use and the device was removed intact. The procedure was continued with another manufacturer's device. No patient complications were reported and the patient's status is good.